Event description:
It was reported that a flogard infusion pump had a broken door. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A door open alarm was found recorded on the device. Visual inspection was performed and found the door open alarm and the damaged pumphead door. To correct the condition, the pumphead door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.